Event description:
The account alleges that the siderail would not latch, causing the siderail to drop down and hit an employee's ankle. There was some swelling and bruising, but no major injury was reported.

Manufacturer narrative:
The tech cleaned and lubricated the siderail latch, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.